Event description:
It was reported that the filter was implanted and seven days later, was discovered to have migrated caudally 7 or 8cm. The filter was located at the caval bifurcation & was tilted 90 degrees against caval wall. Some of the legs were located in the right and left iliac vein and caval wall. The patient presented with abdominal pain. During the implantation the filter was in perfect position, with no tilt, the g2 filter was removed and simon nitinol filter was placed. Pt is asymptomatic.